Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; although specific value was not provided. Customers health care provider was able to administer a manual correction injection to customer to address elevated bg. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.